Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he re-seated the coin-cell battery that he had recently replaced and reassembled the device ensuring that the connections were all secure. After checking all of the connections, the biomedical engineer was able to successfully complete a user test without the device resetting by itself. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would reset by itself each time he attempted to complete a user test. Additionally, a service indicator was present but there were no event codes in the memory. The issue was observed following a non-critical service activity performed by the biomedical engineer (coin-cell battery replacement). There was no patient use associated with the reported event.